Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 54 colony forming units (cfus) of acinetobacter sp. During the second sampling, the scope tested positive for 52 cfus of unspecified aerobic bacteria. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device (all channels) tested positive for 3 colony forming units (cfus) of coagulase-negative staphylococci which is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, balloon, and the forceps elevator wire channel. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anios' clean excel d detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses kit scopeclean (2pcs) brushes. The scope is manually disinfected with acide peracetique. For automated endoscope reprocessor (aer) treatment, a soluscope machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is stored in a sachet typhoon cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. During the device evaluation, it was uncovered that there was a leak at the bending section cover. Additionally, it was observed that the glue of the bending section cover was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.